Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a photo showing an unraveled guide wire. The guide wire appears to be unraveled from the proximal end, but it cannot be confirmed without the sample to evaluate. A probable cause of the guide wire unraveling cannot be determined from the photos and without the sample to evaluate. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The report that the guide wire unraveled was confirmed through examination of the customer supplied photo. The image showed the guide wire unraveled; however, the actual complaint sample was not returned for evaluation. The device history records for the guide wire was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the guide wire damage could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guide wire came apart during use. No report of patient injury or intervention.

Event description:
The customer reports the guide wire came apart during use. No report of patient injury or intervention.

Manufacturer narrative:
(B)(4). The customer returned one guide wire, one cvc catheter, and one dilator for analysis. No definite signs-of-use were observed. Visual analysis revealed that the guide wire was severely kinked/bent across the entire guide wire body. The guide wire was coiled near the proximal end. The appearance of this coil appeared consistent with user error. Other than this coiled portion, two major kinks were also served. Additionally, the distal j-bend was misshapen. The returned dilator was also damaged/defective. The total guide wire length measured 684mm, which is within the specification limits of 678mm-688mm per the guide wire graphic. The guide wire outer diameter measured .851mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The returned guide wire was passed through the returned cvc catheter. Resistance was observed due to the kinking in the guide wire. A lab inventory guide wire with the same outer diameter was passed through the catheter. Little to no resistance was encountered as the guide wire was able to pass completely through the catheter. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was severely kinked/coiled across the entire body. The guide wire and catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guide wire came apart during use. No report of patient injury or intervention.